Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. No damage was observed to the handle assembly itself. The ligator head had all of its bands attached and did not present any visual issues. The suture was attached from the ligator head to the distal trip wire loop. Additionally, the trip wire was found bent. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anus during an internal hemorrhoids ligation treatment procedure performed on april 20, 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speeband superview super 7 device. The same issue occurred with the second speedband superview super 7 device. Additionally, there were no difficulty experience when setting up the device. There was no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anus during an internal hemorrhoids ligation treatment procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speeband superview super 7 device. The same issue occurred with the second speedband superview super 7 device. Additionally, there were no difficulty experience when setting up the device. There was no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.